Manufacturer narrative:
A one minute "save event report", dated (B)(6) 2010, was provided by the hosp showing the ECG of a paced pt with pacer flags present. The report displayed an abnormal ECG waveform during the event, with heart rate documented as "???." The "???" Symbol indicating that the monitor was unable to determine the rate. Monitor settings documented the hi rate alarm set to 150 bpm, the low rate alarm limit set to 50 bpm, and the rate alarm set to on. No other info is available from the incident. On (B)(6) 2011, the equipment was removed from service and the problem reported to spacelabs by the hosp biomed. The findings are inconclusive. The device was tested at the hosp and passed all tests described in the service manual, 070-0744-00. The monitor will not generate a high rate alarm while displaying the rate as "???." These question marks would have been displayed if either the ECG processing was suspended, the device was in the learn mode, or noisy signal message was displayed. We cannot determine from the info provided by the hosp whether any of these conditions were displayed. The pt was discharged and the monitor has been returned to service by the hosp. This initial report is considered final and the issue is closed.

Event description:
Spacelabs received a report that alleges that when a pt was defibrillated, the pt's heart rate went to 200 bpm but no alarms were activated.